Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had multiple falls and the patient's leads had migrated, which was confirmed via imaging, and as a result, was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024, where one lead was repositioned, and the other lead was explanted and replaced due to unable to advance lead. Also, a partial laminectomy was done, to address the issues. Effective stimulation was restored.